Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(4) facility. A review of the provided data and the visual examination of the components have indicated the presence of a wear patch and multiple wear stripes on the femoral head. There is also the appearance of a second wear patch on the rim of the acetabular cup. These features likely indicate that there was a degree of edge loading or subluxation of the components. The indentations evident on the femoral head and scratching on the acetabular shell indicate that there may have been a third body present. Although the possible source of this is unclear, the presence of heterotropic ossification with brooker grade ii suggests that there may have been bony spurs located around the pelvis or proximal femur, which could have led to such surface damage. Product left conforming to print as there was no evidence that states otherwise. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04533 / 04532).

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2013 due to adverse reactions to metal debris (armd). During the procedure, blood-stained gelatinous material within the hip, a lytic type lesion anterior to the stem, three cyst areas, and a small defect into the pubis were noted. It was also noted that the surgical technique for the product, during the initial procedure, was not utilized. Reported from south hampton laboratory.